Event description:
It was reported that the disposable tip fell off into the patient. It was retrieved with no patient harm. Clinical use at the time was not clear. No sample is available for investigation.

Manufacturer narrative:
(B)(4): in the case of this complaint no device was available for evaluation. Carefusion became aware of this complaint when complaint (B)(4) was filed by the facility. A device evaluation was done on the product which is the same, on complaint (B)(4). A medwatch has also been filed in the other event.